Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer had high blood glucose levels on the insulin pump. Customer's blood glucose level was 220 mg/dl. Customer did not have the tubing clamp when troubleshooting was originally performed and is now calling back. Customer completed the high pressure test and the test failed twice. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.